Event description:
This male patient with an unk history was admitted for a coronary angiogram. The target vessel was the proximal left anterior descending artery. The lesion was a de novo, moderately calcified and moderately tortuous lesion. There was 90% stenosis. Pre-dilation was performed with a bc (ryujin plus 2.0/30mm0 to the proximal left anterior descending artery. There were sections with insufficient indentation. The balloon was changed to ryujin plus (2.5/15mm) and poba was conducted. At sections of insufficient indentation several times, but the balloon ruptured. The balloon changed to the aerocross fighter (2.5/20mm) and poba was conducted. Then, a cypher stent (2.5/28mm) was being delivered to the lesion, but the physician felt friction during delivery and could not deliver the cypher stent. Therefore the physician decided to remove it from the patient. While removing the unit, the stent possibly became stuck at the calcification and only the sds was retrieved from the patient and the stent dislodged. The physician retrieved the dislodged stent with a snare and the procedure was finished. Physician's comments: the physician considers the stent dislodgement was due to the procedure.

Manufacturer narrative:
Please note that this device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis.